Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for approximately 6 weeks. Customer administered insulin injections to treat bg levels. Reportedly, customer switched insulin from novolog to humalog about 6 weeks ago and reported using cartridges for 3 days. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer was reminded that humalog is labeled for use up to 48 hours and recommendation was made to contact their health care provider to discuss diabetes management.